Event description:
It was reported that the patient experienced a pericardial effusion during implant. The temporary pacing lead perforated the myocardial. The lead was visible through the right ventricle. A sternotomy was performed to drain the effusion. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).